Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, a valve-in-valve was performed due to malposition. The patient remained stable throughout to procedure.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (tension build up in the delivery system during valve deployment) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, a 23mm sapien 3 valve was deployed too aortic. A second sapien 3 valve was deployed. The procedure went as planned without any issues or complications until the deployment of the sapien 3 valve. When the valve was deployed, it moved more aortic than intended, landing 100% aortic. The decision was made to place another valve ¿a little lower¿ than the first valve to provide a better seal. A new sapien 3 valve and delivery system were prepared and the valve was successfully deployed 80:20 aortic/ventricular (a/v) within the aortic valve. No paravalvular leak (pvl) was observed following the placement of the second valve. The patient remained stable throughout the procedure. The procedure was completed with no further complications. The native annular valve area measured 410mm2 by tee and 446mm2 by CT. Mild annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. It was perceived that tension build up in the delivery system during valve deployment contributed to the malposition of the initial valve.